Event description:
It was reported that during a low anterior resection procedure, instrument error code 5 occurred. Shears would not work even when torqued. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the tissue pad detached and missing. The device was tested on a generator the hand control switch assembly was not functional. However, the device worked properly with foot switch and no error code 5 was displayed during functional testing. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The device was disassembled to inspect internal components; corrosion and moisture ingress were found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. Both the missing tissue pad and non functional button issues are unrelated to the reported error code 5.